Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. Product was returned in a used and damaged condition including the separate segment. However, the separated section was subsequently lost during the decontamination process. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the attached caution label we illustrate, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Both the wire and the separated section were returned; however, the separated section was subsequently lost during the decontamination process. The wire included in the mpis set is a delicate wire not suitable to heavy abuse. In previous complaints we have found possible causes for separation to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description in this case specifically states the needle was removed over the wire as prescribed yet the wire sheared. The wire may have been damaged by earlier manipulation or kinked by torturous anatomy. At this time no conclusive root cause can be found. We will continue to monitor for similar complaints. Per quality engineering risk assessment, risk is insufficient to warrant risk mitigation activities.

Event description:
Physician was attempting to gain access into jugular vein. Physician inserted needle and advanced wire. During removal of the needle, it sheared the wire. The physician needed to snare the wire out of the access area.